Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): initial customer address exceeded maximum allowable digits, address is as follows: (B)(6) . Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
It was reported that loose connection at monitor plug. If you move the cable at the round plug, there is sporadically no more curve. Per the customer, there was a measurement in the beginning, but further on the artifacts increased, the measurement disappeared. No known impact or consequence to patient.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable failed continuity tests as the solder joint (j2) was found cut through the kapton tape causing an exposed solder joint. As a result, the cable has a short between the white (detector anode) and the shield can (outer shield), inside the rd15 connector. When the cable was tested with a known good philips fast monitor and sensor a ¿sensor malf" error message displayed. (B)(6). A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues prior to this reported event.